Event description:
It was reported the patient received the following results within 15 minutes (B)(6) 2021: 460 mg/dl and 117 mg/dl. It was reported the patient received the following results within 15 minutes (B)(6) 2021: 118 mg/dl and 257 mg/dl.